Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was no copper wire on the sensor. Customer¿s blood glucose was 144 mh/dl at the time of incident. The product will not be returned for analysis.